Event description:
Eroded vaginal mesh. There was a suburethral erosion on the left with multiple stones over the site of erosion.device was placed at a different hospital; lot and serial numbers not known.